Event description:
Related manufacturer reference number: 2017865-2021-31161. It was reported that the patient presented in clinic due to pocket infection. Vegetation was noted on the right atrial (ra) lead. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.